Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the user was able to remove more air than expected. Reportedly, this occurred with multiple cartridges. The user could not remember their blood glucose level at the time of the first event. However, at the time of the report, the user's bg level was 120 mg/dl. The user loaded a new cartridge.